Event description:
Patient has a history of pseudotumor cerebri. She had undergone placment of a right occipital ventriculoperitoneal shunt approximately two years ago. The shunt was revised by her physician approximately two months ago after the distal ventricular catheter had become disconnected from the valve. The patient continued to have persistent headaches and the physician tried to adjust her valve down from 140. He was not able to adjust the valve at all because it had become stuck. He used the 3 tesla magnet provided by codman and he was still unable to change the setting from 140. The pt presented with increased headaches. The patient was taken on the same day for replacement of the valve.